Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the cartridges had been in use for more than 3 days and had been filled with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer changed the pump supplies multiple times to resolve the issues and resume insulin therapy.